Manufacturer narrative:
This report is submitted on february 21, 2020.

Event description:
Per the surgeon, the initial implantation was difficult with only 8 electrodes being positioned in the cochlea. The device was explanted on (B)(6) 2019 and the patient was reimplanted with a new device during the same surgery. Device analysis report: the device was explanted as the recipient reportedly experienced loss of electrode function. The results of tests performed with the device in saline solution showed a breach in the electrical insulation of the electrode wire assembly.